Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. The patient had high impedances on contacts 2 and 3, >4000. No stimulation was being delivered on the left side where the high impedances were observed. The contacts were reprogrammed and therapeutic benefit returned. The patient's other symptoms/complications included seizures, but it was unknown if this was related to the device or therapy.